Event description:
It was reported that during the bariatric procedure, the stapler would not fire. The battery was removed twice and reinserted. A new stapler was opened to move forward with the procedure. Procedure was completed successfully with a delay of 3 minutes. There was no patient consequences reported.

Manufacturer narrative:
(B)(4). Date sent: 3/26/2024 d4: batch # c9dy4j investigation summary the product was returned to ethicon endo-surgery for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that one ech60l device was returned with no apparent damage and with two gst60b reloads present. The reloads were received unfired. Additionally, the ech60r buttress was on the reloads deck and on the anvil. The buttresses were received with visible degradation/flaking due to previous exposure, the time out of foil packaging, and the decontamination process, the integrity of the absorbable materials could not be assessed and therefore no further testing could be conducted. The event log was reviewed. An event was found that typically indicates that the knife encountered the firing safety lockout mechanism. This mechanism ensures that the knife cannot deploy without an unfired reload installed. It is possible that it occurred due to improper installation of the reload. Always ensure that the retaining cap is in place when a reload is installed into a device. See the IFU for more details. In addition, the log indicates that articulation was attempted while the device was closed. Articulation function is blocked when the device is closed to prevent inadvertent patient injury. When the home button is pressed while the jaws are closed the device will attempt to retract the knife. When any of the other articulation buttons are pressed while the jaws are closed the device will provide haptic feedback indicating that articulation function is blocked. The device was returned with a non-working firing mechanism. No further functional test could be performed due to the condition of the device. In order to verify the condition of the internal components, the device was disassembled. Upon disassembling, the pcb board was noted to be non-functional. No conclusion could be reached as to what may have caused the pcb board to be damaged. Device history review a manufacturing record evaluation was performed for the finished device batch number c9dy4j, and no non-conformances related to the reported complaint condition were identified.